Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their therapy stopped due to a power on reset (por) error message. The patient noted that they were recharging their implantable neurostimulator (ins) at the time the por appeared on their recharger. They indicated that they were later able to continue charging, but could not turn their stimulation back on. It was noted that the por was not related to an overdischarge event. The patient mentioned that they bring their kids to the chiropractor, so it is possible that they were around some medical equipment. They also noted possible exposure to left detectors. Patient services determined the por to be informational, as the patient connected with their programmer at the time of the report, and it went directly to the therapy screen, and did not display the por message. The patient was able to turn their stimulation back on at the time of the report, and the por was successfully cleared with the patient programmer. The patient confirmed that their therapy was adequate. The issue was resolved at the time of the report. It was noted that patient did not have a managing physician. No further complications were reported or anticipated. The patient was implanted for complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they (B)(6) at the time of the event. No further complications were reported/anticipated.